Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for p arkinson's dual and movement disorders. It was reported that the patient's ins did not last as long as the longevity calculation. Both their left and right side were programmed on 4.5 v, 180 pw, 180 hz, one side was 1767 ohms the other was 1519 ohms. Longevity calculation put the ins life at 11.97 months - 14.97 months. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for deep brain stimulation. It was reported that the patient¿s settings caused a rapid drain of their device (rapid battery depletion) and the healthcare professional (hcp) wanted to know strategies to improve and/or slow down the depletion of the battery. There were no reported environmental/external/patient factors that may have led to the issue. Based on technical assessment for expected end-of-service (eos) and elective replacement indicator (eri) it was stated that all ¿matches experience¿. As an action, scenarios (e.g. Decrease pw, rate, etc.) Were assessed that would help prolong battery life. The issue was reported as not resolve at the time of report. Nothing has happened to the patient at this time and they were considering replacing the prime cell device with a rechargeable model at the next device replacement. No surgical intervention had occurred, and none were planned. The issue was reported as not resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. Relevant medical history included parkinson¿s disease. There were no further complications reported or anticipated.